Event description:
A health care professional reported one incident of a cracked minicap, noted during use. According to the healthcare professional there was no pt injury and no medical intervention with this incident.